Manufacturer narrative:
Registration number 3009092818 exemption number e2016011. Initial implantation details unavailable at the time of this report, this report is filed on november 01, 2016, h3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2016 resulting in fixture loss. Reimplantation is planned but has not taken place at the time of this report, (B)(6) 2016.